Manufacturer narrative:
Date of initial report: (B)(6) 2017 one ls3112 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection found one of the snaps on the jaw was broken and missing, which may cause difficulty assembling the device. Snap damage can be caused by misaligning the snaps during assembly or by multiple assembly attempts. The investigation identified the root cause of the reported event to be misuse. The instructions for use included with this product lists measures for proper assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use in a procedure, the disposable device would not assemble with reusable jaws. Examination of the received device found one of the snap pins had broken and was not returned. The customer confirmed that no piece of the device fell within the patient.